Event description:
2 differents pen needle inside the 8 mm box : micro fine ultra ref 325108 lot 3283973. Some of the pen needle did not have tear drop label. Additional comments from norvan: adverse effects (note precisely the terms used by the notifier): there is no cover on the 8 mm needles// in a box there are 30 without cover (20 thrown away and 10 in the box returned to the pharmacy); the customer mrs. (B)(6) does not know if this order was placed by alloga // no order in the customer account // photo sent in the complaint // the pharmacist does not know if the patient used the needles or we. Does not know the order number and/or the date of the order.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to d5 (operator of device), g2 (reporter source), d9 (device availability), h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.